Event description:
The user facility reported a 86-year-old male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported during the initial access of the right femoral artery, a spiral dissection occurred and was noted on angiogram. The physician stated that the dissection appeared to have self resolved due to natural retrograde flow down the right iliac. Patient continued to decline, and bleeding was found from the right iliac vessel. The physician did a balloon tamponade of the right iliac once the bleed was confirmed, and the patient was transfused with 2 units of packed red blood cells (prbc). Two covered stents were also placed to the right iliac. The decision was made to discontinue impella support and the patient was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported vascular damage - peripheral vessel issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.